Manufacturer narrative:
The investigation arrived in a clean status with visible damage but without the broken off parts. The investigation was carried out visually and microscopically with the digital microscope and the digital camera. We made a visual inspection of the four cartridges. Here we found wrong positioned clips. Additionally we detected unknown digital. We also discovered visible damaged lateral webs. Deformed slider sheets were also found. Furthermore we found broken off endings. We also detected a deformed tip and a broken off tip. A swollen surface was also detected. Additionally we made a visual inspection of the fracture surface. Next we made a visual inspection of the shaft. We detected an elapsed service date. The jaw shows no visual inspection of the shaft. We detected an elapsed service date. The jaw shows no visible damage. Last we made a visual inspection of the handle and detected no failure. Additionally the instrument was inspected by the quality assurance of the production department. The device quality and manufacturing history records have been checked to all the lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. The root causes of the problem is most probably usage related. According to the quality standard the DHR files a material defect and production error can be excluded. No pores or inclusion could be found on the point of rupture. Investigation lead to the assumption that the visible damages and wrong positioned clips were caused by an improper handling. We assume that the visible damaged front and end parts of the cartridge were caused by an assembly error. There is the possibility that the visible damage on the lateral webs were caused by assembly too. Possibly the slider sheet was deformed by a fast application or was deformed by dismantling. A too fast application leads also to the wrong positioned clips. There is the possibility that the swelling has been caused by chemicals during reprocessing the investigation. No CAPA will be initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
During a robotic assisted laparoscopic prostatectomy (ralp), the ligature clips being used became jammed after releasing two (2) or three (3) clips. The surgeon took the shaft of the pl604r (clip applier) out of the patient's body and it was confirmed that the tip of the clip magazine was broken. The fragment was not located, there is the possibility that the fragment remained in the patient's body. The clip magazine was changed and the operation was successfully completed. Surgical delay is unknown. Concommitant device includes: pl604r / multif.clip appl.ti-p 5/310mm f/sm-clips.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Correction to b1. Initial submission only indicated adverse event; however, the issue also includes product problem. Correction to h1. Initial submission indicated report type is malfunction; however, the correct event type is serious injury.